Event description:
1. Stylet too long - once in chest cavity, can be too close to organs; 2. Stylet blunt so doctor used force to push it through the chest wall - organs at risk. Further communication revealed that pack was used on a pt for a pleural tap pt went into cardiac arrest 20 mins later, and they were unable to resuscitate. An autopsy showed perforation of the left ventricle with cardiac tamponade.